Manufacturer narrative:
B3: the procedure date is estimated. D4: a partial UDI was provided as the lot number is not known the device was not returned for analysis. Lot history record and corrective and preventive actions reviews could not be conducted because the lot number was not provided. Without the device returned for analysis and specified failure mode, a conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that closure of an unspecified access site was attempted using a proglide device with the pre-close technique. Reportedly, an unspecified failure occurred. A new, unspecified device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.